Event description:
Event occurred during post-market clinical study (ref. (B)(4)). The information provided by orthofix clinical department indicates: product code: 99-5415065. Batch number: b1660266. Hospital name: (B)(6). Surgeon's name: dr. (B)(6). Patient number: (B)(6). Date of initial surgery: (B)(6) 2021. Body part to which device was applied: femur. Surgery description: correction. Patient information: 27 years, female, 77 kg, 155 cm in good health condition. Problem observed during: into treatment/post-operative. Event description: "6 weeks after successful surgery it become obvious that one of the screws fixing the plate to the bone was loose. This screw had to be removed and it was exchanged to another screw." The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required (performed on (B)(6) 2022). A medical intervention (outpatient clinic) was not required. Copies of the operative reports are available (not received by orthofix). Copies of the x-ray images are available. Product is not available for return. Patient current health condition: the screw could easily be retrieved and be exchanged against another screw. On march 7, 2023, orthofix srl received the following additional information: the screw was discarded by the hospital. After this surgery the patient further clinical course was without remarks. A pseudoarthrosis developed in the long run, not related to the screw. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 99-5415065 batch b1660266 before the market release. No anomalies have been found. The original lot, manufactured in 2021, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation: a technical evaluation of the device used was not possible as the device was discarded by the hospital and therefore not available for the investigation. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a 27 year old female weighing 77 kg sustained a right distal femoral fracture, transverse supracondylar, which was fixed with a jps plate, with an unspecified proportion of locking and non locking fixation screws, on (B)(6) 2021. One of the 2 most distal screws was a locking screw, but in spite of this the screw, 65 mm locking in type, became loose and backed out virtually all the way. Reduction was not lost and the screw was replaced, 6 weeks after insertion, and we are told that the patient went on to do well, so no harm came to the patient". Conclusions: a technical evaluation of the device used was not possible as the device was discarded by the hospital and therefore not available for the investigation. The medical evaluation evidenced as follows: "in this case a 27 year old female weighing 77 kg sustained a right distal femoral fracture, transverse supracondylar, which was fixed with a jps plate, with an unspecified proportion of locking and non locking fixation screws, on (B)(6) 2021. One of the 2 most distal screws was a locking screw, but in spite of this the screw, 65 mm locking in type, became loose and backed out virtually all the way. Reduction was not lost and the screw was replaced, 6 weeks after insertion, and we are told that the patient went on to do well, so no harm came to the patient". Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. Should further information and/or the device involved become available, orthofix will promptly re-open the investigation on the event. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 99-5415065 batch b1660266 before the market release. No anomalies have been found. The original lot, manufactured in 2021, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation: a technical evaluation of the device concerned will not be performed as the device was discarded by the hospital. Medical evaluation: the medical evaluation of the event is currently on going. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
Event occurred during post-market clinical study (ref. Oci 2102). The information provided by orthofix clinical department indicates: product code: 99-5415065; batch number: b1660266; hospital name: (B)(6) hospital; surgeon's name: dr. (B)(6); patient number: (B)(6); date of initial surgery: (B)(6)2021; body part to which device was applied: femur; surgery description: correction; patient information: 27 years, female, 77 kg, 155 cm in good health condition; problem observed during: into treatment/post-operative; event description: "6 weeks after successful surgery it become obvious that one of the screws fixing the plate to the bone was loose. This screw had to be removed and it was exchanged to another screw.". The complaint report form also indicates: the device failure had adverse effects on patient; the initial surgery was completed with the device; the event did not lead to a delay in the duration of the surgical procedure; an additional surgery was required (performed on (B)(6) 2022); a medical intervention (outpatient clinic) was not required; copies of the operative reports are available (not received by orthofix); copies of the x-ray images are available; product is not available for return; patient current health condition: the screw could easily be retrieved and be exchanged against another screw. On march 7, 2023, orthofix srl received the following additional information: the screw was discarded by the hospital; after this surgery the patient further clinical course was without remarks. A pseudoarthrosis developed in the long run, not related to the screw. Manufacturer reference number: (B)(4).